Event description:
On 6/29/95,an aus device was implanted. On 9/16/96 an tandem cuff was implanted. On 9/23/96 a single cuff was removed from the pt and replaced with a larger cuff due to urinary retention.